Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons were more difficult to press and some scratches on screen and hard to read screen with oily or rainbow affect. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had gotten louder when rewinding. The customer also report that insulin pump had rejected new battery. The insulin pump will not be returned for analysis.